Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump is having power issues. The pump has intermittent power issues. The patient mentioned that the battery cap threads are stripped and the batter cap will not attach to the pump. The patient stated that the battery cap was never replaced. The patient mentioned that their blood glucose (bg) level was 600mg/dl with nausea and a headache. The patient did not receive treatment. This report is being made due to the hyperglycemic event the patient experienced that resulted from using a damaged battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient used damaged battery cap).